Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after impella 5.5 was inserted a large hematoma was noted at the axillary pocket. The patient was returned to the catheterization lab, and the pocket was reopened to find the graft anastomosis was compromised on the axillary artery. Bleeding was controlled by surgical repair of the axillary artery and the impella 5.5 was explanted at that time. Transfusion was required and the patient remained stable.